Event description:
It was reported that the device was found to be in back up vvi mode while still in the box.

Manufacturer narrative:
(B)(4). The reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the parity error could not be determined.